Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump had no motor movement error and delivery stopped. The customer's blood glucose level was 205 mg/dl at the time of incident. It also reported that the customer was able to rewind the pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump had constant pump error alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error alarm. The electronic assembly and force sensor had moisture damage.